Event description:
It was reported that the customer received an occlusion alarm. Customer blood glucose level was impacted. Reportedly, customer's cartridge/insulin had been in use for greater than 48 hours.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.